Event description:
It was reported via repair work order that the back rest would not support weight due to cross bar being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.